Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#62657f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule failed to detach from the delivery device and the physician had to break the handle. Another attempt was made but the second capsule failed to attach and fell into the patient's mouth. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.

Manufacturer narrative:
Additional information: b5, g3, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient esophagus and still attached to delivery device upon removal. Customer deployed it multiple times to release the capsule to make sure that it did not stick and it seemed to have stuck. When it was pulled out, the capsule was still snug on the deployment catheter, which is why the customer re-attempted a second deployment. However, the capsule failed to attach again and fell into the patient's mouth and was removed via doctor's fingers. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.